Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified proximal anterior tibial artery (ata). A 300 cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, the tip of the wire was detached in the proximal ata. The detached tip was successfully retrieved with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.